Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition.